Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an empty cartridge alarm. Customer was unable to change the cartridge for approximately two hours and blood glucose (bg) elevated. When cartridge was changed, customer observed that the cannula was lying on top of the skin. Customer was hospitalized and treated with intravenous insulin for elevated bg (593 mg/dl) and diabetic ketoacidosis. The following day, customer was put back on the pump and bg elevated. System check found that the luer connection was loose and there was air in the tubing. Customer reconnected the tubing, tightened the luer lock, and filled the tubing again. Insulin was observed exiting the tubing as expected and air was expelled from the tubing. Bg improved to 163 mg/dl. Customer was discharged from the hospital on (B)(6) 2017.